Manufacturer narrative:
(B)(4) concomitant medical product: nexgen articular surface with locking screw, catalog # 00598800600, lot # 63285622. Nexgen femoral component, catalog # 00599401692, lot # 63345942. Nexgen stemmed tibial component, catalog # 00598800600, lot # 63285622. Nexgen stem extension 15 mm x 100 mm, catalog # 00598801015, lot # 62477216. Nexgen® complete knee solution, trabecular metal standard primary patella, catalog # 00587806535, lot # 62617945. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06167, 0001822565-2017-06168, 0001822565-2017-06169, 0001822565-2017-06170.

Event description:
It was reported that patient underwent bilateral initial total knee arthroplasty approximately 3 years ago. Subsequently, approximately 2 years after the initial surgery the patient underwent a revision knee replacement on the right knee due to pain and loosening. Since the revision surgery, the patient has been experiencing swelling and stiffness two months post operation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.